Manufacturer narrative:
Gbo complaint no:(B)(4). Received 1 box 450235/g160134h for evaluation. No samples of the other claimed batch were received. We have no further inventory of the material/batches. According to the investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. In addition, during final checking, which includes functional tests, no irregularities were observed. Samples were visually checked; no defects were observed. Samples were functionally analyzed; the reported error could not be reproduced. The complaint cannot be confirmed.

Event description:
Customer states they are encountering issues with disengaged needles.